Event description:
It was reported that, "tip screwdriver shafted and broke of inside screw head in acetabular shell. The broken tip was left inside pt."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.